Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when transecting the stomach, the staples seemed malformed after the tissue was pulled from the stapler. There was also an incomplete staple line. The surgeons over sewed to fix the staple line. The jaws of the device was also locked in tissue and manually removed the device using grasper.